Event description:
New information received notes the implantable cardioverter-defibrillator presented with a charge time out, the device was explanted and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with their implantable cardioverter-defibrillator that had a long charge time alert. Technical services looked up the alert to confirm it and suggested that the device may need replacement. No changes have been made. The patient was stable.